Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted on completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump(iabp) had shut down. There were no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the power slot interface board. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received parts with a reported unit failure of shutdown while in use during transport. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 2 hours with no shutdowns occurring. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2.h11, d9.